Event description:
The customer reported the device display a loudspeaker error message and has no sound. The device was not in use on a patient at the time of event, there was no patient involvement. The customer received a replacement device.

Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The customer was previously provided a replacement device on to resolve the issue.